Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service coordinator reported to olympus that the high-definition lcd monitor exhibited no image. The event occurred during an unknown procedure. The user facility confirmed the inputs and connections, zero wires and secondary screen were working normally so the room can be used. It was reported that the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned, and the customer¿s allegation was confirmed. It was determined that the phenomenon occurred due to failure of the printed circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.